Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse moved the patient side cart (psc) around the room to try and duplicate the floating usm, but believed the issue was due to an uneven floor. The fse tested the system with instruments and could not duplicate the customer¿s concern. The system functioned as expected. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the universal surgical manipulator (usm1) floated and would not lock into place. The customer advised that the usm1 brake was not engaging. The usm1 had to be manually held for the usm to lock. The intuitive tech support engineer (tse) advised that the usm could possibly float if the floor was not level. The procedure was completed with no reports of patient injury.